Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the proceudre. The hospital has reported no pt injury.